Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Caller states patient tested 3.3 inr on the coaguchek xs plus system while a comparison lab returned as 5.0 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system however caller no longer has the test strips.